Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction. It was reported by the patient that all their device was removed because the interstim wasn't working very well and they still had problem with leaking. There were no further complications reported/anticipated.

Manufacturer narrative:
Date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient¿s doctor had changed the programming because the batteries wore out, so it wasn¿t helping much. The patient didn¿t think this was what they needed for their ms and a different urologist started giving the patient botox in their bladder in 2011, which worked much better. The device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on october 15th reported their device was removed in (B)(6) 2012. There were no further complications reported/anticipated.